Event description:
The customer reported that the system displayed an x-ray disabled error message which will likely cause a loss of x-ray functionality. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the service representative replaced the system interface circuit board as a precautionary measure.